Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels for the past few weeks of above (60 mg/dl) the customer consumed carbohydrates (cho's) to stabilize bg levels. The customer stated low bg's was due to exercising.